Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had high impedances on one lead and ineffective therapy on the other. The patient's ipg was also giving them shocking sensations. Surgical intervention was undertaken and the system was explanted and replaced.